Event description:
While using the sound processor, the patient reportedly experienced sound percept problems followed by no sound percept. In 2004, the patient reportedly was seen for evaluation. External equipment was exchanged. However, the problem was not resolved. Five days later, the company was notified that surgery was scheduled to explant the patient's c1 device.